Manufacturer narrative:
The device was not returned for evaluation. Without the return of the sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined.

Event description:
An email was received stating that, on an unspecified date, a 7" pressure infusion (400psig) ext set w microclave clear, purple clamp, rotating luer, bulk non-sterile was found to have a hole in the tubing, resulting in blood leaking out onto the patient drape. There was a delay in therapy, but the length of the delay was unknown. No medical intervention beyond replacing the device. There was patient involvement and no harm.